Event description:
Notified by fmc product complaint of "blood leak" with reused dialyzer. According to health care professional dialysis machine detected the leak, which was verified by reagent test strip for blood in dialysate. Estimated blood loss 150 ml due to discard of patient's extracorporeal blood. The complaint dialyzer was reprocessed and failed pressure decay test, according to health care professional. Facility has performed reuse with renalin for 10 years and will switch to formaldehyde next week. MDR filed due to reported blood loss. As a result of the reported leak, there were no adverse effects to the patient and no med intervention was required.